Manufacturer narrative:
The returned device was evaluated with the customer's parts/accessories and it passed all suction and cycle specifications. Refer to attached evaluation. The customer's report could not be confirmed. [(B)(4)].

Manufacturer narrative:
Customer service requested that the customer phone in so that troubleshooting could be conducted. The customer phoned in on (B)(6) 2017 to troubleshoot. At that time, the customer indicated that she sometimes put the pump parts in the refrigerator, so customer service requested that she soak the parts while they troubleshot the faceplate. After troubleshooting, the customer indicated that suction was improved. However, she called again on (B)(6) 2017, indicating that the suction was once again low. Again, troubleshooting was conducted and it was identified that one of the stalok clips was loose. The customer was sent a replacement pump. In follow up with a complaint handler on (b)(46 2017, the customer alleged that on (B)(6) 2017, she visited her physician for the clogged ducts and was prescribed antibiotics. She indicated that the clogged duct had since cleared. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2017, the customer alleged via email that she had been pumping for nine months with her pump in style breast pump and the pump didn't appear to be working as well as it had in the past. She alleged that she had been getting clogged ducts lately and was worried that the pump couldn't "keep up."